Manufacturer narrative:
This product investigation is still in progress. This report will be updated when product investigation is complete.

Event description:
It was reported that this patient implanted with this subcutaneous implantable cardioverter defibrillator (s-ICD) system also had a left ventricular assist device (lvad) system implanted. During testing, none of the sensing vectors were acceptable. However,technical services (ts) noted that alternate vector was typically recommended for s-ICD patients with a concomitant lvad implant. The device was turned off for now, and will continued to be monitored at this time. This s-ICD system remains implanted, and no additional adverse patient effects were reported.